Event description:
A pt was transported to x-ray for a CT of the head. Datascope 5l monitor was taken with the pt to the radiology suite but the blood pressure cuff was disconnected in the scanner to allow for positioning of the pt. Upon arrival back in the pt's family noted that the bp tubing from the monitor was attached to the IV site in the pt's arm. The nurses quickly disconnected the tubing and reassessed the pt, no harm was noted as the machine had not cycled to take a blood pressure. The health system decided to purchase a generic bp cuff from criticon to be used with all of the automatic bp devices in the hospital regardless of brand. Bulk purchase of the disposable cuff standardized the cuff but also required a standard connector on all bp devices. The cuff comes with a female luer lock connector. The OEM connectors of co's monitors all had to fit this connector. Monitors comes with a locking connector that will not fit the luer system so they had to be cut off and adapted to a male luer lock connector which is quite common on wall mounted bp devices that are pumped by hand. This same connector is found on the needle less IV systems because a male luer lock syringe (the industry standard in syringes) can be screwed onto a female luer hub of the IV site of tubing. There is no warning on the cuff package because it is not the device that is modified. The cuff has no other use but for automatic machines because there is no way to inflate the cuff by hand.